Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed no compression mark on the outer tubing. Setscrew marks were present on insertion band contact, which indicated the lead was secured. It also passed electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
D6a: date of implant corrected from on (B)(6) 2020.

Event description:
It was reported surgical intervention was undertaken wherein the lead was explanted. A new lead will be implanted at a later date.

Event description:
It was reported that the patient experienced a fall resulting in ineffective stimulation. X-ray imaging revealed the lead had migrated. Surgical intervention may be pending to address the issue.